Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74 year old woman underwent rp flex placement after removal of a pulmonary embolism. During the opening of the kit the guidewire was damaged, and another kit opened in order to use an undamaged guidewire. The patient was transferred to the ICU but treatment was withdrawn the following day. The guidewire upon opening the packaging had noticeable damage, but the physician discarded the damaged guidewire and used undamaged 0.027" guidewire for the procedure, which resulted in a normal procedure with no patient impact.

Manufacturer narrative:
Pd-any device-(twist, bent, kinked): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.